Event description:
Device malfunction: none. Time of malfunction: after vessel closure. Symptoms/ae: groin infection. It was reported that a physician unspecified if trained in the use of the perclose proglide device achieved arteriotomy closer of an unspecified vessel after an unspecified procedure. Reportedly, after arteriotomy closure, the patient developed signs of an infection at the tissue tract. Treatments are unknown at this time. Though requested, no additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the sterilization records indicates that the devices from this lot were completely sterilized. Additionally, a review of the device history record for this lot did not produce any findings relevant to this report.